Event description:
The customer stated that, the architect folate control values has shifted high a week after the instrument was decontaminated. The customer requested service and after performing a full internal decontamination, the control values were acceptable. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the initial is complete.